Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. The complaint device was returned for evaluation and passed external visual inspection. However, the device failed global transmitter functional testing. The complaint could not be confirmed because of the "call tech support" message on the receiver screen. The root cause was unable to be determined post investigation. No additional even or patient information is available.